Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system was returned without the manifold/hub attached. A visual and tactile examination of the device found that hypotube was broken 1433mm from the distal tip edge. A visual examination of the crimped stent found the crimped stent struts 6 to 19 from the proximal end of stent squashed, twisted and deformed. The struts on the most proximal and distal ends appeared undamaged. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a kink on the mid shaft 3mm distal to the mid shaft/hypotub bond. Multiple inner/outer kinks were evident on the polymer extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 06-dec-2016. It was reported that crossing difficulties were encountered. Vascular access was obtained via the left side. The 90-95% stenosed tight target lesion with angulated anatomy was located in the left circumflex artery (lcx). After a 6f guide catheter was placed, a 0.014" guidewire crossed the lesion. Pre-dilation was performed using a balloon dilatation catheter (bdc) at a high pressure. Then a 3.00x16mm promus element¿ plus drug-eluting stent was then advanced but failed to cross the lesion despite of repeated attempts were made. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage and hypotube break.